Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5 cm abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 200mm. It was reported that after implant of the bifurcated stent graft there was a type I leak at the top of the aneurysm, which was treated with a palmaz stent. A type iii leak from the contralateral iliac limb was also noted and was treated with an iliac extension stent graft. Another type I leak from the right iliac attachment was noted. The internal right iliac was embolized and an iliac extension stent graft was deployed into the external iliac artery to extend it. Final angiogram demonstrated no endoleak and an acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.